Event description:
The customer contacted a 3rd party service agent to report that their device had a service wrench present on the readiness display. There was no patient use associated with the reported issue. Upon evaluation of the device's electronic (downloaded) memory, physio-control observed that the device's internal hybrid layer capacitor (hlc) batteries were at zero (0), which could inhibit the unit's ability to provide defibrillation therapy, if necessary.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and confirmed the reported issue. The internal hlc batteries were found to be depleted which led to the reported issue. Physio observed that the device had approximately 4.9 hours of on time which depleted the internal hlc batteries. The device download indicates the high on time occurred due to multiple power on cycles with the device lid being closed.